Event description:
The customer reported the device displayed the pacer equipment malfunction inop message during user initiated daily/shift test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the pacer equipment malfunction inop message during user initiated daily/shift test. There was no pt involvement. The local philips rep confirmed the malfunction and resolved the malfunction be replacing the therapy pca.